Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp a hematoma to right groin was noted with manual pressure held. The nurse reported after manual pressure right groin site felt softer and controlled. Urine noted to be pink tinged. Echo at bedside and the doctor repositioned impella. Left radial arterial line placed and central line placed to left groin. Later it was reported that no longer able to assess distal pulses in bilateral lower extremities. The doctor reported impella appeared deep on echo and the doctor repositioned the impella. Chest x-ray shows worsening pulmonary edema. Staff still unable to doppler pulses but vascular doppler shows flow down pt to foot. Foot is warm and no mottling noted. The patient went back to cardiac catheterization lab last night for temp pacer and repeat left heart catheterization. The patient remains on dobutamine drip. Later the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematoma: the cause of hematoma was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria/pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.